Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: chapter 3 preparation and inspection. 3.3 inspection of the endoscope chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for inspection. Upon inspection and testing of the returned device, it was observed that the air/water tube, distal end, and inside of light guide lens had foreign material. The foreign material noted has been attributed to insufficient cleaning. This report is being submitted for the event found during evaluation.

Manufacturer narrative:
The device was returned as part of an annual inspection, finding air/water tub had remains of white foreign material; distal end was worn; and light guide lens had foreign material inside. The reported issue was likely a result of wear and tear. Additionally, it was noted that the switch box had a scratch; suction cylinder had no color; flexible printed circuit, plug unit, circuit board unit in suction connector, scope cover case, and cable unit had corrosion due to water leakage; light guide lens had a crack; and distal end was shaved and had residual liquid. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.